Manufacturer narrative:
E1. Initial reporter phone: (B)(6) the device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the device was not flushing. The device was inspected under the microscope and the irrigation holes were found occluded with a foreign material. A scanning electron microscope (sem) analysis was performed, and it reveals that the main element of the foreign material was tin. Due to this, a fourier transform infrared spectroscopy (ft-ir) analysis was performed, and it was concluded that the foreign material presents characteristics commonly observed on solder wire alloys. A manufacturing investigation was performed. The dome was dissected, and it was confirmed that the tip was occluded by an excess of tin coming from the manufacturing process. An awareness session was performed to avoid this type of issues. A manufacturing record evaluation was performed for the finished device 31087785l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) found the irrigation holes to be occluded with a foreign material. Initially, it was reported that almost no water comes out of the irrigation hole. It was noticed at the first flush. It was resolved by replacing the qdot micro catheter with a new one. The procedure was continued. There was no patient consequence. The irrigation issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 14-mar-2024, the irrigation holes were found occluded with a foreign material. This was assessed as MDR reportable with an awareness date of 14-mar-2024.